Manufacturer narrative:
Investigation results: visual investigation: we received two unused carton boxes and four loose clip cassettes contained in their sterile packaging of article number pl569t; lot: 52801683.additionally, one loose clip cassette contained in the sterile packaging was received of article number pl569t; lot: 52795049.the used complaint samples from surgery were not provided for investigation. In an attempt to reproduce the reported issue, functional testing was performed for 1 x pl569t; lot: 52795049 and for 4 x pl569t, lot 52801683. During functional testing no issue could be detected using testing equipment pl510r - handle and pl538r - shaft. All eight clips of each tested clip cassette could be applied without issues. The clip cassette was holding tightly on the shaft during this process. The reported issue could not be confirmed. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. The batch-related complaint history review did not reveal any similar complaints for the reported failure mode. Explanation and rationale: without the used complaint samples (used clip cassette, used handle, used shaft), a definitive root cause cannot be established. The returned products from the complaint batches did not reveal any functional deviation. No malfunction could be detected. Generally, the occurrence of the reported issue is possible under the following conditions: the clip cassette is mounted incorrectly onto the shaft. The clip cassette is damaged during the mounting process resulting in an insufficient attachment on the shaft. The used clip applicator is damaged (deformed push rod or similar). However, without the complaint samples used during surgery, the above mentioned hypotheses remain unconfirmed.the mounting/assembly process is well described in the instruction for use. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Date unknown: gped-* stent was placed. Date unknown but after a few months from placement: the stent perforated the pancreatic duct causing leakage of pancreatic juice. Date unknown: patient expired.